Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low voltage lead was originally repositioned due to high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was repositioned for an unknown reason. During repositioning attempts it was noted helix was not able to be retracted or extended after two repositioning attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the distortion and fracture of the distal conductor within the is-1 connector were found. This is indicative of the connector pin being turned an excessive number of times during implant procedure. If information is provided in the future, a supplemental report will be issued.